Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 06-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to dispense medication as patient was not listed in station and on console. A technical support specialist opened configuration, updated str-proc, saved configuration, found 2 other entries for the same patient but shown as discharged, found that the 2 other discharged entries was due to the admission discharge transfer created her profile twice, but it did not cross over to the station, also advised her to inform them admission discharge transfer to try add the re-enter the patient again and to take note of the timestamp, connection between the console and the station cdu-1 is okay and able to ping each other with no packet losses. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 was unable to dispense medication as patient was not listed in station and on console. There were no adverse events or injuries reported based on this incident.